Event description:
Broken stryker saw blade when cutting bone. Two small chips were identified from the blade at the drill. There were 2 fragments from the drill. Approx size about a half of a grain of rice, 1 mm. One was recovered and one was presumed to be jammed in the drill. Drill was brought to "decontam" for appropriate inspection and cleaning.